Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the stenosis cannot be conclusively determined; however, was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. It was reported the surgical valve did not malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a patient with a 23mm valve implanted for seven years, three months, underwent valve-in-valve procedure due to severe aortic stenosis and high gradient. Patient had acute on chronic diastolic congestive heart failure. A 23mm transcatheter valve was implanted inside the 23mm valve. The patient's hemodynamic stabilized. Arteriogram was performed, which showed excellent positioning and no insufficiency. Transthoracic echocardiogram also showed good valve function with no insufficiency. Patient was transferred to the pacu in stable condition. Patient was discharged home in good condition on post-operative day two. Surgical valve did not malfunction.